Event description:
It was reported that customer's insulin pump had a missing lcd screen. The device was a new insulin pump. It was never worn by the customer. No other details were provided. Nothing further reported.

Manufacturer narrative:
Device was received with missing segments due to cracked zebra connector on lcd. No missing lcd glass noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.